Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Initial operative records were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately two (2) years post-implantation, the patient began to experience instability. Subsequently, the patient underwent a synovectomy and revision surgery where malrotation of the tibial component was found. The tibial tray, tibial stem extension and articular surface were exchanged without reported complication. All available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: psn tib np stm 5 deg sz d l: catalog#42532006701, lot#66434775; articular surface fixed bearing posterior stabilized (ps) left 10 mm height: catalog#42512400510, lot#65888043; all-poly patella cemented 32 mm diameter: catalog#42540200032, lot#66517832; femur cemented posterior stabilized (ps) narrow left. Size 9: catalog#42500006601, lot#64921919; palacos r + g (1x40): catalog#66022663, lot#67211312/ g2: foreign: australia. H6: proposed component code: mechanical (g04) - stem. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.